Event description:
Patient experienced uncontrolable bleeding from right femoral cardiac catheterization site. When rn pulled sheath, she noticed that it had a hole in it. The patient went to or where a femoral artery/venous repair was performed.